Event description:
The report we received from our affiliate indicated that during an unk procedure, the guidewire broke into two parts in the pt. All parts could be retrieved out of the pt. Additional info has been requested but has yet to be forthcoming. There was no report of pt injury. The product has been returned for eval and testing; however, the engineering eval has not been completed.